Event description:
When my son's mara device was removed from his teeth, 2 of his teeth chipped. He is now missing the cusps (closest to tongue and front of mouth) on the 1st molars on the bottom right and bottom left. Prior to this incident, he had previously successfully done phase I orthodontia with invisalign, followed by a retainer with no major issues. The orthodontist was surprised by the chipped teeth, and has offered to cover the cost of restoration. He has seen a dentist every 6 months, and no anomalies or enamel issues were identified, including while he had the mara device in his mouth. He has never had a cavity even, so this is unexpected. We've since seen 2 dentists and talked to 3 orthodontists. The 3 orthodontists say to continue phase ii orthodontia with braces more or less as usual. One dentist said not to do anything to those 2 chipped teeth now since he is 14 and still growing and not having sensitivity in those teeth. The other said to have fillings (and sealants) in those 2 teeth now, and that he would need crowns on them when he is an adult. We are scheduled to get a 3rd opinion from a prosthodontist. We are a little concerned that lack of sensitivity isn't a great indicator of the health of his teeth, because when he was a baby he didn't cry when getting shots, and he doesn't seem to sense pain when others typically do. I haven't discussed submitting this report with the orthodontist, but I do think it would be good to know more about the mara device model/serial number, details about the stainless steel crowns that were used with the mara device, (which lab made them, if they had holes, slits, or notches), the method used to remove the stainless steel crowns, the adhesives that were used with the crowns, if etching was done, if the same removal method was used on both sides, etc. We do have x-rays and digital pictures of his teeth since the incident, in case that is helpful.